Event description:
It was reported that, "the fixation peg on the back of the cut block came off of the instrument and remained in the patient's bone during removal of the cut block. The peg was removed using a plier and the procedure continued."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.